Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Age or date of birth - ni, weight - ni, date of death - ni, date of event - ni, device code - ni, expiration date - ni, date implanted - ni, date explanted - ni, (B)(6). Manufacture date ¿ ni,

Event description:
Information was received based on review of a journal article titled, "no improvement in long-term wear and revision rates with the second-generation biomet cup (ringloc) in young patients" which aimed to examine the clinical results following total hip arthroplasty in a study of 111 patients younger than 55 years that experienced possible poor performance of cementless titanium acetabular components using the hexloc system and mallor head acetabular components manufactured by biomet; and to investigate the whether results could be improved with a second-generation design, the ringloc. One hundred eleven patients were identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate that of patients with the ringloc system, ten percent experienced radiolucency in zone 1, twenty-seven experienced radiolucency in zone 2 and fourteen percent experienced radiolucency in zone 3. There has been no further information provided and the patient outcome is unknown.